Manufacturer narrative:
After flushing the outback catheter the cannula would not retract back into the catheter. The procedure was cancelled until the next day. One non sterile outback was received coiled inside two plastic bags. Cannula was received retracted. No kinks or bents were observed. No blood was noticed. Pressurized water was applied to the catheter through the guide wire port, and exited through the cannula port (as expected), then through the hemostatic rotating valve, and exited through the tip (as expected); no anomalies were detected. A 0.014" guide wire was inserted through the tip and exited through the guide wire port (as expected). The guide wire was then inserted through the guide wire port with the cannula retracted, and exited through the tip (as expected). Finally the guide wire was inserted through the guide wire port with the cannula deployed, and exited through the cannula (as expected). In none of the cases was resistance was noticed. Cannula was fully deployed and retracted with no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed. The cause of the failure experienced by the customer could not be conclusively determined. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. The reported event was not confirmed by product analysis. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The outback was flushed, however, when the physician tried to return the needle it would not go back into the catheter. The patient had to return the next day as there were no other products available for the procedure.